Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. The patient reported the replacement of the desktop charger did resolve their issue with not being able to charge and having pain.

Manufacturer narrative:
Other applicable components are:product ID: 37761, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient hasn't been able to charge their ins in 2 days and is in severe pain. It was reported that the connector pin was broken. No further complications reported and/or anticipated at this time.